Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 was failed. A field service engineer assisted customer remotely with reboot and recovery of storage space. Verified successful recovery. Customer accessed medications from drawer and confirmed proper operation. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 4.1 was failed. The customer reported that there was a delay and occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.